Event description:
End-user stated that medical attention was sought on (B)(6) 2019 around 8:30 am at home. End-user stated that he checked his blood sugar with his prodigy meter and received a result of 587mg/dl. A normal result for that time of day is usually around 150mg/dl so he went to the hospital. The end-user takes the following insulin toujeo 50-55 units a day metformin 1000mg one tablet 2 times a day. He was not having any type of symptoms but due to the reading he was worried and went to (B)(6). He did not consume any food or medication prior to going to the hospital. When he arrived at the hospital he stated that his blood sugar was lower than 200mg/dl, he is unsure of the actual number. End-user stated that he was given 2 pills but does not recall what they were or what they were for. He was at the hospital for 2 hours and discharged with a blood sugar under 200 mg/dl . He was told to follow up with his primary dr. No additional information was provided.